Event description:
During loading of patient into aircraft, patient's right arm struck our new ventilator mount causing an l-shaped skin tear on right upper arm. Wound was dressed with 4x4 and tegaderm once arrived at facility. A 2 cm l-shaped skin tear on right upper arm with no bleeding. The monitor mount is new and sits lower than the old one did. It also has sharp edges along bottom portion. The mount was engineered and manufactured by air methods, we can not just throw any mount into a helicopter, it has to be specially made, approved, and certified. Unable to confirm further details about this mount.